Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a patient death and requested an event log review. The customer specifically stated that the bd product is not related to the patient's death, but provided no other details.